Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer could not read the screen of insulin pump because it was scratched. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, the customer used to carry the pump in his pocket causing the scratches. The insulin pump will be returned for analysis and the replacement will be sent to the customer.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.